Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure, when attempting to retract the distal end of the electrosurgical knife, it was noticed that there was no sensation. Upon reviewing the endoscopic image, the entire length of the cutting knife had fallen off into the stomach. The fallen portion was grasped with hemostatic forceps and was retrieved. The procedure was then completed using a new device. There were no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The cutting knife was fractured near the distal end cover and the fractured cutting knife was also returned. It was also confirmed that the fractured section of the cutting knife had thinned. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of reported event found during evaluation was due to component failure. It is presumed that the fracture of the cutting knife occurred via the following mechanism. 1)due to the factor described below, an electrical discharge between the tissue and the cutting knife occurred during output activation. The output setting for activation was too high the electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2) the discharge applied high localized heat to the cutting knife, causing the base of the cutting knife to melt and become thin. As a result, the strength of the cutting knife decreased. 3)during tissue incision, a load was applied to the cutting knife with reduced strength, which might have caused the cutting knife to break. However, the exact cause of an electrical discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.